Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was shocking and pain in the implantable neurostimulator (ins) pocket. Since 2015 the ins was slipping down and it was "pinging" on her and felt like a piece of wood or metal, and she was getting shocked. The patient spoke to someone in her healthcare professional (hcp) office and got the stimulator adjusted in 2015 and that took care of the shocking. But there was pain in the ins area because of it slipping and she was not sure if she was getting shocked again and wanted to check the status of the ins with the patient programmer (pp). The patient was trying to plug in the antenna and disconnected the call. It was noted that the patient did not have time to speak to the hcp about the ins slipping because she had bypass heart surgery in (B)(6) 2015 and had moved to be with her daughter to be taken care of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.